Manufacturer narrative:
Device is a veterinary product. No patient information will be reported. Event occurred in 2018 on an unknown date. Not available for reporting complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a 2.7mm tplo plate broke at a screw hole 10 days post-operatively on an unknown date in 2018. No fragments were generated from the broken device. A revision procedure was required on a canine. The broken device was removed without difficulty and a new 2.4mm nine-hole plate was implanted. Concomitant device reported: screws (part/lot unknown, quantity unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the procedure was completed successfully with no delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history record (DHR) review: part number: vp4400.l3; lot number: h654683; part manufacture date: 19-jun-2018; manufacturing location: elmira; part expiration date: n/a; nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7mm tplo plate/left 3 holes product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary: it was reported that the plate broke 10 days post-operative, requiring a revision procedure on a canine. The revision was successfully completed with an exchange of the plate. The instrument was received with the reported condition of ¿broken (2+ pieces) post operatively: rm. The following investigation flow was performed: broken. It was visually observed that the implant had a roughly transverse break through the most proximal hole on the diaphoresis region of the plate. The balance of the device shows surface scratching and thread wear consistent with implant and subsequent explant. The complaint condition is confirmed and the received condition agrees with the complaint description. The cause of the issue could not be definitively traced to use error, misuse/abuse, non-compliance, postoperative trauma. Dimensional inspection: relevant drawings were reviewed. Width of plate: 8 +/- 0.05 mm. Measured dimensions: width (proximal to breakage): 8.02 mm; conforming. Width (distal to breakage): 8.04 mm; conforming. Please note a thickness measurement could not be performed as the thickness of the plate is a reference dimension. Device used: calipers ca215p. A device history review, was performed for the returned implant¿s lot number and no manufacturer review records (mrrs), nonconformance records (ncrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed: top level; no issues were identified. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. The raw material certificate was reviewed, and the used material was according to the specification of the device. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.